Manufacturer narrative:
The root cause of the event was determined to be a defective life block. Customer reported that the machine is working again after replacement of the life block.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent screen-shot of log files to technical support that shows life board temperature was 96.5 deg cel. And alarm 238 - "temperature of device too high" is active on (B)(6) 2019. Also alarm 339 - "12v voltage low" was shown in the logs after replacing the life block.

Event description:
The customer reported that the device alarmed alarm 238 (temperature of device too high). The customer confirmed that there was no patient involvement associated with the reported issue.